Event description:
The following has been reported: nurse reported: reported/incident date: 04/15/25 tubing lot number: fa25a07194 issue reported: secondary port unscrewed from cassette when removing syringe patient harm? No reported by: rn other notes: occurred with non-hazardous drug (dexamethasone). A preliminary review identified the following issue: administration set breaks (any part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The most probable root cause is that the operator did not perform the assembly operation properly as is described in the station work instruction, leading to the secondary port not being assembled correctly. The current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line. The batch record fa25a07194 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.